Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided. If explanted; give date: unknown/not provided. (B)(6). (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient had a difficulty seeing in her right eye due to foreign material or debris on the rear surface of implanted lens model, z9002 monofocal iol (intraocular lens). The doctor attempted to peel this debris off by using yag (yttrium-aluminum-garnet) laser on (B)(6) 2018, but it was reportedly impossible. As a result, lens was explanted and replaced instead. No additional information provided.

Manufacturer narrative:
Additional information: device available for evaluation; returned to manufacturer on: 03/25/2019. Device evaluation: the sample was received in a tube (with liquid) at the manufacturing site for evaluation. The lens was observed cut. The (2) haptics were observed: one in good conditions and the other haptic was overserved distorted. No particles were observed. Post market surveillance officer evaluated the images (dvd) provided by the customer and determined: a definitive conclusion cannot be made from the provided images. The 4 provided dark fields were evaluated under the slit lamp and the pictures show the anterior segment of an apparently pseudophakic eye (implanted iol model cannot be determined from the picture assessment). An amorphous/granular material causing the lens opacification apparently located in all the visible anterior surface of the observed intraocular lens. It is not possible to make a conclusive determination regarding the potential nature/origin of the issue from the picture assessment of the provided images. Manufacturing records review: the manufacturing records for the product was reviewed. No deviation was found during process related to the complaint issue. There are no discrepancies found during the mrr (manufacturing record review). The product was manufactured and released according to specification. A search in complaint history revealed no additional investigation request for this production order number. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.